Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was noted that the device was used for paracentesis and the device was in place for "seconds" when the problem occurred. The complainant reported that this product problem occurred when the catheter was in contact with the patient's body and the doctor tried to remove the cannula. The cannula would not release from the catheter and the catheter would crinkle up on the cannula. This malfunction happened twice during the same procedure with devices from the same lot. The procedure was successfully completed with a device from a different lot. There were no reports of any section of the device remaining inside the patient's body or any additional procedures as a result of this product problem. Additionally, the initial reporter noted that the patient did not experience any adverse effects as a result of this product problem.